Event description:
The physician stated that when he tried to advance the pressure wire, it was not possible, and when he tried to pull back on it, it got stuck. It stripped the soft guide portion off the wire. He was unable to use wire after this.

Manufacturer narrative:
The product has been returned to the MFR and is undergoing investigation. A review of the device history record confirmed that the device was manufactured according to sjm specification.